Manufacturer narrative:
Batch review performed on 11 feb 2026. Lot 2309731: (B)(4) items manufactured and released on 02-jun-2023. Expiration date: 13-may-2028. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause: the surgeon revised liner height, which is a common practice to restore the joint stability. There is no indication that any potential issue with the device may have caused or contributed to the event.

Event description:
The patient came in presenting instability and the cause is unknown. About 1 year and 2 months after the primary surgery, the surgeon revised the insert from a 14mm to a 20mm. The surgery was completed successfully.